Manufacturer narrative:
Investigation is ongoing. The pfn has been returned to supplier for investigation, hence initial report filed until investigation completed.

Event description:
After completion of the first days work during annual maintenance check, the machine was tested. A loud noise was heard from machine room, on inspection a fire was emanating from the pulse network (pfn).